Event description:
It was reported that during a right hemicolectomy procedure, the surgeon used the device to transact cecum, also to perform side to side anastomosis. He stated that the initial firing across the cecum the end staple line was not complete. But he went back and redid the line with the same instrument and proceeded to finish the anastomosis with the same instrument, not noticing any issues. On post op day three the patient was brought back to surgery and upon reoperation, the surgeon inspected blown out staple line at the anastomosis. Felt that in hindsight, the stapler probably was not working correctly and should have replaced it upon noticing the first firing issue and not used for completion. One device was discarded.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. The following information was requested, but unavailable: what is the patient¿s current condition? What is meant by the staple line being not complete, one side or both sides of the line? Did the patient need any blood products? In the reoperation, what is meant by the staple line being blown out? Were the staples present? During the operation, what was the appearance of the staple (proper form, malformed, open, etc)? What color cartridges were used? What staple device was used to create the common opening or to close the common channel? What other devices were used in the vicinity of the tlc75? Was hand sewing used?